Event description:
Boston scientific received information that this patient had been complaining of some pain. X-rays were reviewed and it appears that this electrode has moved. The plan was to repeat defibrillation threshold (dft) testing the following day and revise the electrode at a later date if they were unsuccessful. The x-rays were sent in for boston scientific technical services (ts) review. It was discussed that based on the movement of the electrode the physician may want to consider revising the electrode position and then test dfts. It was noted that the present location of the electrode could result in future issues with oversensing and inappropriate therapy, even if the dfts were successful. This option was discussed with the physician and the plan was to reposition the electrode the following week and proceed with dfts following that. No adverse patient effects were reported. Additional information was provided that the electrode position was revised and that dfts were successful. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.